Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report: on (B)(6) 2019, the clip was extracted. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report recurrent mitral regurgitation, heart failure, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1-2. On (B)(6) 2019, the patient was re-admitted for increase mr to 3+. The patient¿s brain natriuretic peptide (bnp) blood test was higher than normal. Then on (B)(6) 2019, the patient was transferred to another hospital due to worsening heart failure. On (B)(6) 2019, the patient's mr increased to 4+. Medical therapy was performed. The clip remains stable on both leaflets, and mr grade is 4+. The patient was sent to a second mitraclip procedure. No additional information was provided.